Manufacturer narrative:
Eval summary - the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product was not returned and not enough info was provided from the account for further investigation. Attempts have been made to obtain add'l info by phone, fax, and mail. A completed questionnaire was not received. (B)(4).

Event description:
A surgeon reported following a toric intraocular lens (iol) implant procedure the pt presented with residual astigmatism at the opposite axis. Add'l info received from the technician, who reported that according to the surgeon the iol is in perfect position. However, the pt presented with an unexpected postoperative refraction of residual cylinder at the opposite axis. Add'l info has been requested.